Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, and not using antibiotics pre-operatively have been ruled out. Additionally, the patient touching or picking at the wound, improperly closing the surgical site, and the patient having contraindicating conditions have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection and swelling is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection and swelling at the receiver site. Antibiotics were prescribed and a small part of the distal neurostimulator was clipped and removed from the incision. As of (B)(6) 2025, the patient is doing fine and the infection is resolving. Additional information was received on september 29, 2025. The patient reportedly picked at a blister on the medial side of their foot which caused the receiver site wound to open up. The neurostimulator slid out and the patient self-explanted the device. The patient will follow up with clinic and wound care. Additional information was received on october 14, 2025. The patient reported everything is healing well.

Event description:
The patient reported an infection and swelling at the receiver site. Antibiotics were prescribed and a small part of the distal neurostimulator was clipped and removed from the incision. As of (B)(6) 2025, the patient is doing fine and the infection is resolving.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, and not using antibiotics pre-operatively have been ruled out. Additionally, the patient touching or picking at the wound, improperly closing the surgical site, and the patient having contraindicating conditions have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection and swelling is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.